Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed that they would receive a pump with updated software. The customer will use manual daily injections as a backup therapy until the replacement arrives. Instructions were provided for placing the malfunctioning pump into storage mode before returning it to the company. The customer was also advised to program their settings and connect their continuous glucose monitor to the new pump upon receipt. The return of the faulty pump was to be done via ups within 10 days to avoid additional charges.